Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing. The patient had been exercising at the time and the shocks caused them to fall down, causing a tooth to become loose. It was decided to remove the s-ICD system and consider other treatment options for the patient in the future. It was additionally clarified that although replacement was being planned/considered, the s-ICD system remains implanted in the patient as of the time of this report.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing. The patient had been exercising at the time and the shocks cause them to fall down, causing a tooth to become loose. It was decided to remove the s-ICD system and consider other treatment options for the patient in the future. The system is expected to be returned.